Event description:
It was reported that the caller indicated the patient had received an inappropriate therapy from their implantable cardioverter defibrillator (ICD). The patient was in a-flutter (af) for several hours. Device was detecting and treating the af. Patient's rhythm accelerated to a 1:1 rhythm in the treated vt/vf zone. Device initially withheld detection due to other 1:1 rule. Other 1:1 rule stopped withholding, and wavelet did not withhold due to poor match scores, resulting in the therapy being delivered. Follow-up was completed with the company representative. No programming changes were completed and the device remains in use. No further patient complications have been reported as a result of this event.